Event description:
It was reported that pen is difficult to disassemble and reassemble with a bd pen ii omnitrope pen 5 1.5ml. This occurred with 37 pens but was discovered prior to use. The following information was provided by the initial reporter: during incoming inspection is was detected pen body and cartridge holder of drawn samples are harder to disassemble and reassemble than the reference sample. Small amount of white abrasion is visible on thread of pen body.

Manufacturer narrative:
Investigation summary: two samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Upon visual inspection of the retain samples from batch release, the reported issue was observed on some of the pens. Appearance of white residue/dust was observed on the pen body threads. The vial retainer was able to be assembled and disassembled from the pen body per the IFU, although with an added level of difficulty. This reported issue does not impact the functionality of the pen. Upon visual inspection of the received complaint samples, the reported issue (white dust/abrasion) was observed on both pens. Appearance of white residue/dust was observed on both pens body threads. The vial retainer was able to be assembled and disassembled from the pen body per the IFU on both pens, although with an added level of difficulty. This reported issue does not impact the functionality of the pen. Bd¿s supplier shl has carried out dimensional check and CT scans on the complaint pens and the retains and found the parts to be within specification. The shl investigation did not show that either the component dimension or the assembly process contributed to this issue. Bd reviewed the component dimensional data from shl and concluded that there is no out of specification condition found. In addition, bd found no dimensional interference in the threads area. Analysis showed the white residue on the pen body threads to be from the vial retainer. Some minor residual material from the vial retainer is expected to be transferred to the pen body threads during continuous assembly/disassembly of the product. This has no impact on the functionality of the product and is not related to the assembly/disassembly issue. Some normal variation in pen assembly/disassembly torque is expected. This condition will not prevent the end user from using the pen.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen is difficult to disassemble and reassemble with a bd pen ii omnitrope pen 5 1.5ml. This occurred with 37 pens but was discovered prior to use. The following information was provided by the initial reporter: during incoming inspection is was detected pen body and cartridge holder of drawn samples are harder to disassemble and reassemble than the reference sample. Small amount of white abrasion is visible on thread of pen body.